Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Noted high counts of premature ventricular contractions so suspect oversensing is due to patient condition. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered multiple times, last time on (B)(6) 2017 for ventricular sensing integrity counter (sic) greater than equal to 30 in 3 days and 2 or more high rate-non sustained episodes less than 220 ms.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead due to non-sustained ventricular episodes and short v-v intervals. The patient is noted to have frequent runs of premature ventricular contractions. The lead remains in use. No patient complications have been reported as a result of this event.